Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient experienced a skin reaction with itching, redness, blisters, and drainage, under the sensor patch area. On (B)(6) 2024, the patient contacted a healthcare provider (hcp), and the reaction was treated with a prescription of an unspecified oral antihistamine and an unspecified steroid cream. At the time of the report the patient was stable. No additional patient or event information is available.